Manufacturer narrative:
This ra lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an implant procedure, this right atrial (ra) lead's helix would not extend out properly making it difficult to place. Upon trying to position the ra lead, high pacing thresholds and a high out of range pacing impedance measurement of greater than 2000 ohms was observed. The ra lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.

Manufacturer narrative:
This ra lead was never returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.